Event description:
The atrial lead exhibited loss of capture, noise and exit block. The patient experienced muscle stimulation.

Manufacturer narrative:
Final analysis found that both bond wires on the positive side of the terminal to the battery were cracked, causing the pulse generator to exhibit intermittent loss of output and telemetry.

Event description:
It was reported that the pulse generator exhibited loss of output. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.